Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: quantitative assessment of inflow malposition in two continuous-flow left ventricular-assist devices. Annals of thoracic surgery, 2018 jan 3. Doi: 10.1016/j.athoracsur.2017.12.004 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in adults and development of vad pump thromboses due to vad positioning. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique manufacturer/device serialnumbers. There were patients who experienced pump thromboses while on vad support, diagnosed by evidence of hemolysis, abnormal increased power consumption, suction events noted on echocardiogram, and worsening heart failure . The status/location of the vads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm thresholds. Based on risk documentation, multiple factors may have contributed to the suction event including but not limited to thrombus formation, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.